Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Voluntary medwatch report received indicates that during surgery to repair right hand fracture, a small piece of the 1.1mm drill bit broke off and was retrieved by the surgeon after visualization on x-ray.